Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly through archive review and log analysis. Analysis found that the reported event was related to a software issue. This issue consistent with a known anomaly in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by 10 minutes. The power surge caused the navigation device to shut down during the case. When they plugged it into another outlet and turned the system back on they couldn¿t get back to the navigation screen. It was reported that the site needed to reboot their navigation device, but then they were unable to access the registration they had to continue with navigation. The surgery was completed without navigation and there was no impact on patient outcome.